Event description:
It was reported that an implantable loop recorder had difficulty being programmed with two different programmers, noise was observed, and no signal was present. The device was explanted as it was thought to be implanted upside down. The recorder was explanted and found to be implanted correctly. Once explanted, a signal was obtained; however, a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned for analysis and no anomalies were found.